Manufacturer narrative:
This supplemental report is being submitted to provide further information provided by the customer, the device inspection results, the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, h3 was updated and a correction was made to d4 (unique identifier (UDI) number), the UDI was added as it was inadvertently omitted in the initial report. According to the customer, the issue was observed during inspection for use prior to a therapeutic procedure which was completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of no image was not confirmed however, it was determined that it may have been a temporary or intermittent issue. Based on the results of the investigation and the information provided, root cause could not be definitively determined. However, the issue may have resulted from stress of repeated use and external factors/handling of the device as damage was observed during the evaluation. The issue can be detected/prevented by following the instructions provided in: ltf-s190-5 operation manual, chapter 3 - preparation and inspection, section 3.8 - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had no image. It is unknown when the issue occurred or observed. There were no reports of patient injury or harm.